Event description:
Patient was taken to the operating room for septoplasty and bilateral inferior turbinate reduction. During the procedure, the surgical tech prepared to inflate the balloon when she noticed a hole so the water would not hold. A new balloon was opened and worked fine. FDA safety report ID# (B)(4).